Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
All buttons functioned properly however, moisture damage was found on the keypad traces. The pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, cracked battery tube threads, broken pump belt clip slot, and cracked display window at the upper left side corner.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 296 mg/dl at time of reporting. Nothing further reported.